Event description:
A gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The patient presented with a persistant type ii endoleak with aneurysmal sac growth. Several attempts were made to repair the endoleak including coiling. In 2006, the devices was explanted and the aneurysm was surgically repaired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: this event was previously reported under medwatch number 2017233-2006-00271. This medwatch number was used in error. Please use this medwatch number 2953161-2007-00063 for the event. A gore excluder bifurcated endoprosthesis contralateral leg component was also implanted. Summary of findings: approximately three years after initial implantation to treat an abdominal aortic aneurysm, this gore excluder bifurcated endoprosthesis was explanted due to aneurysm enlargement and persistant type ii endoleak. Several attempts were made to repair the endoleak. The patient was surgically converted and the device was returned to gore for investigation. The device consisted of a trunk-ipsilateral limb component with an attached contralateral leg. The distal end of the trunk was severed. The device arrived in this condition. The lumen appeared wide and patent. The lower trunk and upper regions of the legs near the bifurcation were covered by a large friable tissue mass. The mass was firmly attached to the ipsilateral leg. The distal legs were multifocally covered with flat tissue. Several tissue specimens were collected for histologic evaluation. To further evaluate the tissue surrounding the device, a portion of the device spanning from the proximal end to several centimeters distal, the bifurcation was cut and processed for plastic embedding and sectioning. Histologic evaluation revealed the tissue to consist of an atherosclerotic aneurysmal sac containing sites of mineralization, cholesterol clefts, and degenerate elastin. Thrombus and acellular coagulum covered the device in regions. The plastic which revealed a dense fibrinous coagulum at the interface of the device ablumen. Sections which contained both the proximal ipsilateral and contralateral legs revealed a large protein-rich mass directly at the interface of the ipsilateral leg, but not around the overlap of the contralateral lef and the contralateral gate. There were occasional foreign body giant cells at the interface of the ablumen and along the interface with the lumen. There was no evidence of infection. Cross-sections also revealed that the composition of the graft was that of the original excluder design, and not the updated low permeability device. Examination of the x-rays taken prior to handling the device showed no evidence of any stent disruptions. The distal severed legs of the device that were not embedded in plastic were enzymatically digested and examined for physical disruptions with the aid of stereomicroscope. No evidence of stent or graft disruptions was identified.